Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had that the insulin pump received multiple pump power error detected. The customer¿s blood glucose level was unknown. Troubleshoot was performed for power error detected and alarm occurred again after inserting the battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unexpected pump error 68, pump error 49, pump error 23, pump error 25 after monitoring for several minutes, pump error 75 alarm during self test and high sleep current measurement due to moisture damage electronic assembly. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and keypad overlay texture damage.